Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with one syringe had units labeled different from the rest.

Manufacturer narrative:
Investigation summary: a single loose 10ml plastipak syringe with euro print was received. Along with the syringe was a top web from a 10ml convenience tray batch #8026694 (p/n 309605). The part number from the tray¿s web belongs to a 10ml product with standard print. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause description: the packaging batch was composed of 4 assembly batches. One of these syringe assembly batches ran immediately after a 10ml euro print product on the same machine. Incomplete line clearance was likely a cause for a single syringe from the previous assembly batch getting mixed. No corrective actions are necessary based on the defective rate identified. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with one syringe had units labeled different from the rest.